Event description:
Event description guidant received information that due to high impedance, complete loss of sensing and pacing, with this patient's atrial bipolar lead, an x-ray was taken and a fracture between the anode and the tip of the lead in the narrow area was found. The lead was removed and replaced with another guidant lead.